Event description:
The patient had multiple sticks to gain the access site. Vascade was chosen for closure; the device was used and the collagen was deployed with no reported malfunctions. While pressure was being held, it was notes that a hematoma had formed. Pressure was held on the hematoma and the access site. While holding pressure at the access site, pulsatile bleeding was noted and the hematoma had grown. Additional pressure was held. Hemostasis was achieved at the access site after 25 more mins of pressure. Surrounding tissues remained puffy and subcutaneous bleeding was still suspected, so further pressure was applied for 10 more mins. Once in the recovery room the hematoma began to grow again and a femstop as applied. The following morning the doctor informed the cardiva representative that the patient's hematocrit had dropped and the patient required a transfusion. No other complications were reported and the patient was stable following the transfusion.

Manufacturer narrative:
The review of the DHR indicated that the device lot met all established performance criteria prior to shipment. The reported event was not related to device malfunction. Complications such as hematoma and bleeding may occur and may be related to the endovascular procedure or the vascular closure. Per the IFU, use of vascade in the presence of multiple sticks, side sticks or backwall sticks may increase the possibility of bleeding.